Event description:
It was reported that the patient received the elective replacement indictor (eri) and end of life (eol) messages for their non-rechargeable implantable pulse generator (ipg). It was stated that patient experienced a loss of stimulation due the ipg reaching end of life. The patient underwent a procedure where the ipg was replaced. There were no reported complications postoperatively and the patient is expected to fully recover. The physician is not aware of any medical procedure, testing or imaging performed within 6 months prior to the eri or eol messages.

Manufacturer narrative:
The returned ipg was analyzed and found to be in the eos state. The analysis of the data log indicated that the ipg battery lifetime was calculated at 1 year, 5 months, and 9 days. The average energy use index (eui) recorded was 26.3. The theoretical battery lifetime was calculated to be 1 year, 2 months, and 9.4 days based on the average eui.

Event description:
It was reported that the patient received the elective replacement indictor (eri) and end of life (eol) messages for their non-rechargeable implantable pulse generator (ipg). It was stated that patient experienced a loss of stimulation due the ipg reaching end of life. The patient underwent a procedure where the ipg was replaced. There were no reported complications postoperatively and the patient is expected to fully recover. The physician is not aware of any medical procedure, testing or imaging performed within 6 months prior to the eri or eol messages.